Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving compounded baclofen (4000 mcg/ml; dose unknown) via an implanted pump. The indication for pump use was intractable spasticity. On (B)(6) 2016 it was reported that the patient was exhibiting acute withdrawal symptoms after pump replacement last week. The symptoms came on suddenly. The hcp had aspirated from the cap (catheter access port) multiple times and got fluid back. A dye study had not been done and the hcp had not assessed the volume in the pump yet. The reporter was not aware of anything in the pump logs. The reporter was going to follow-up with the hcp to discuss doing further troubleshooting with the catheter, but the caller stated that the hcp was not agreeing with him about the issue not being related to the pump so far. Additional information was received on (B)(6) 2016 and it was reported that per the event logs there was a motor stall that occurred (B)(6) 2016 at 1643 with a motor stall recovery (B)(6) 2016 at 1814. No other anomalies were noted in the event logs. The patient did not hear the pump alarm. There was no MRI or other environmental emi as the cause of the stall. The patient's withdrawal symptoms included extreme spasticity. It was noted that currently, at the time of the call, the patient was sleeping.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.